Event description:
A territory mgr (tm) contacted zoll customer support after speaking with a (B)(6) male pt. The pt contacted the territory mgr to report that he was "woken in the middle of the night to change battery, and then was told to change battery again in the morning." The pt was issued a replacement monitor and two replacement battery packs.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (battery won't hold a charge) is under investigation. A root cause analysis is currently underway. No adverse event resulted from the batteries not holding a charge. The pt rec'd a replacement monitor. The pt's batteries were evaluated with no problem discovered.